Manufacturer narrative:
The insulin pump was received with the reservoir tube lip completely broken off, the reservoir did not stay locked in place. The insulin pump was missing the reservoir tube seal. The insulin pump was received with minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment broke during a reservoir change and that the reservoir could not be turned tightly back into the insulin pump. The blood glucose reading was 8.8 mmol/l. The insulin pump will be replaced and returned for analysis.